Event description:
Removal of ruptured silicone breast implants. Per pathology report: disrupted right breast implant measuring 14.0 x 14.0 x 2.0 the surface of the implant has a 1.5cm defect. Disrupted left breast measuring 14.0 x 14.0 x 2.0cm the surface of the implant has a 6.1 cm defect. Manufacturer is mentor. Serial number (B)(4). Size 375cc.